Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl and was not feeling well due to the bg level. Bg level was addressed with a correction injection and correction bolus via the pump. The customer was able to reset the pump and resume insulin therapy.